Event description:
On (B)(6) 2013, the pt reported that she had been waking up with hypoglycemia. She stated that, around (B)(6) 2012, when she went to bed her blood glucose level was around 120 mg/dl. Her normal blood glucose range is 120-130 mg/dl. She stated that her husband and daughter called paramedics because they could not wake her up. The paramedics gave her glucagon and a substance to smell under her nose. The pt recalls being combative with the paramedics when she woke up. She does not recall what her blood glucose level was at that time. The pt thinks the infusion device delivers too much insulin and she has lost confidence in the device. She was taken to the hospital to have tests and was disconnected from the infusion device at the hospital, she was switched to insulin injection therapy. She was given an IV of fluid. She remained in the hospital for six weeks. She was diagnosed breast cancer while she was at the hospital. The infusion device, insulin cartridge, and infusion set were replaced and were requested to be returned for product eval.

Manufacturer narrative:
Conclusion the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result the delivery accuracy and the occlusion limits were tested within the pump drive test on the diagnosis test and meet the specification. All alarm functions were tested successful and no malfunction could be observed during the technical investigation. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. E8 was found in the history list. Nothing unusual was found around the (B)(6) 2012. The power interrupt while the pump was in run mode on the (B)(6) 2012, 01:45 is the reason for the triggering of the e8. Then after a restart of the pump, the customer did never set the pump back into run mode. Therefore the decrease of the daily totals to zero. Adapter: the adapter passed the optical inspection. Infusion set: the returned used transfer set was visually inspected and tested for flow and tightness. The test results were within specifications. Cartridge: the received used cartridge was visually, leak and glide force tested. Cartridge passed the visual test and the leakage test at different positions of the plunger rod. The glide force measured is in accordance with product specifications the problem mentioned by the customer could not be reproduced.